Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead dislodged at implant. It was further reported that the right ventricular (rv) lead exhibited placement issues. The ra lead and rv lead were implanted successfully. No patient complications have been reported as a result of this event.